Event description:
It was reported that the reservoir leaked. The blood glucose reading is 163 mg/dl. Caller noticed the leak when she removed the old reservoir. Insulin leaked into the reservoir compartment. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Inspected one opened or used reservoir. Performed leak test and reservoir passed per specifications. No leakage anomaly observed during analysis. Checked o-rings and stopper groove for defects and none were found. Reservoir connected and locked into place properly.